Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device was retained by the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.